Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The reported patient effects dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda), dyspnea and recurrent mr appear to be due to case circumstances. It is likely that anatomical morphology contributed to the reported difficulties. Per the physician, the slda was likely due to thin leaflets. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to a grade of 2-3. On (B)(6) 2019, the patient returned with dyspnea and an increased mr grade of 4. Echocardiogram showed the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). On (B)(6) 2019, a second procedure was performed. One clip was implanted medial to stabilize the first clip; however, despite several attempts, mr remained at 4+. There was no clinically significant delay in the procedure. No additional information was provided.